Event description:
It was reported that during follow-up, post-sensed t-wave oversensing on the ventricular channel was observed. Patient was asymptomatic. Programming changes were made and resolved the oversensing.

Manufacturer narrative:
(B)(4).